Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user¿s connected cgm dosing stopped when the dexcom g7 failed to pair to the ilet, despite the caregiver receiving glucose readings in the dexcom g7 app and attempting a manual glucose entry that the ilet did not accept; troubleshooting included toggling g6 to g7, re-verifying the pairing code in both devices, restarting the ilet, and advising that dosing would resume after a five-hour stop, after which the g7 successfully paired to the ilet. Symptoms included hyperglycemia with a reported glucose of 370 mg/dl and duration outside 70¿180 mg/dl for approximately one to one and a half hours, without ketone testing, backup therapy, medical intervention, or other assistance, and without acute adverse effects. Outcomes included temporary interruption of automated dosing until cgm pairing was restored. Investigation included technical support review and guided troubleshooting of device connectivity and configuration. Investigation of this case revealed a cgm-to-ilet communication and pairing failure leading to a temporary dosing stop, which resolved after reconfiguration and restart. It was concluded, based on previously established findings for similar reports, that the cause was user-interface and connectivity factors associated with cgm pairing and system restart behavior.